Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump froze and none of the buttons were responding. He then received a no delivery alarm, which the customer was unable to clear due to the unresponsive buttons. The customer rewound the insulin pump and when he got to fill cannula the screen froze. The patient's blood glucose at the time of incident was 573 mg/dl. The customer also mentioned that he changed his battery tonight but now the battery life was empty. Another battery was inserted into the insulin pump and the device alarmed failed battery test. Troubleshooting was initiated for the failed battery test. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump and there was no alarm. No products were returned.